Event description:
Reporter has rec'd the er1 message on several occasions. Reporter waited and retested after lunch the same day, on one occasion, and rec'd a blood glucose result of 140-150 mg/dl. Reporter does not use the color comparison chart. Reporter was unfamiliar with control solution testing.